Event description:
It was reported that (1) device wa used during a laparoscopic nissen. It was reported by the affliliate that the surgeon was tacking the penrose drain, to create space and as to use as a landmark. The first clip was applied with no problem using a el314. The instrument required more force than normal to apply the second clip. Suddently, the one of the reips of instrument broke off and fell into the abdomen. The surgeon easily removed the piece. Another instrument was used to complete the case.